Event description:
Same as manufacturing numbers 6000089-2004-01543, 01544. It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation and removal difficulties and a dissection occurred. A taxus express2 3.0 x 28 mm drug eluting stent was successfully deployed at 12 atm in the mid-left anterior descending (lad) artery. There had been no pre-dilation of the lesion. The physician was unable to disengage the balloon. The deflation device was disconnected and attached to a syringe to further the suction on the balloon. The deflation device was reattached and attempts to disengage the balloon resulted in deep seating of the guide catheter. The guide was then positioned within the stent to enable the capture of the balloon. Following a forceful pull the balloon was successfully removed. A taxus 3.0 x 16 mm and a 3.0 x 20 mm stent was maneuvered with difficulty beyond the first stent to treat the distal vessel. As a result of earlier guide catheter trauma to the proximal lad a dissection had occurred. A taxus express2 3.5 x 28 mm drug eluting stent was then deployed over the dissection and overlapped proximally into the left main (lm) with a taxus express2 3.5 x 16 mm stent. Both of these delivery systems were resistant to removal but were withdrawn successfully. The rest of the procedure was reported as uneventful.